Event description:
It was reported the insulin pump was having basal anomaly. Customer also stated he had had to reset the device after a battery out limit alarm. Customer had set the device 12 hours to fast and caused the customer to receive a different amount of basal. No alarms noted in the device. Customer was advised to monitor the device. Customer's blood glucose was 8.7mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.